Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve assembly (nrv) and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed during evaluation that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.